Event description:
Mediport was placed (B)(6) 2018. Pt completed tx and mediport was removed (B)(6) 2019. Pt complained of a hard area in right chest wall after removal of mediport. Excision of foreign body right chest wall (connector piece for mediport) done (B)(6) 2019. Removal of foreign body - connector piece for mediport.